Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned device data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned device data were thoroughly analyzed. The analysis confirmed that the MRI program was activated on (B)(6) 2018. Based on the available device data, the MRI program was, however, exited again by reprogramming the heart rate from 80 to 92 bpm. A respective warning was immediately displayed to the user and acknowledged with ok. There were no indications of a device dysfunction. The device was not returned for analysis. The check of the quality documents confirmed a regular device production. The analysis of the returned device data did not show any indications of a device dysfunction.

Event description:
This device was programmed to MRI mode on (B)(6) 2018 in the morning. In the afternoon, after the MRI, reprogramming was supposed to be done. However, the pacemaker did not display a pop-up window for reprogramming. For this reason the pacemaker had to be reset.